Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. There were no additional adverse patient effects reported. This lv lead remains in service.